Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#:3006705815-2017-01427. During ipg revision surgery (reference MFR. Report#1627487-2017-06076) it was reported the patient¿s 2 (model 3186) octrode leads were inadvertently pulled out of the epidural space due to the patient¿s breathing and IV difficulties. As a result, the physician opted to explant the leads. Reportedly, the physician was unable to advance new leads due to patient anatomy. In turn, the patient was referred to a neurosurgeon as the next course of action.

Event description:
Device 1 of 2 reference MFR. Report#:3006705815-2017-01427. The physician being unable to advance the replacement leads was reported under MFR report: 1627487-2017-06104 and MFR report: 1627487-2017-06216. Additional information identified the patient underwent surgical intervention on (B)(6) 2017 where a paddle lead was implanted.